Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) received one endo gia 60mm articulating extra-thick reload opened by the account with the appropriate packaging in an undamaged condition. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. The cover tube was properly reseated on the reload. The reload was loaded into a post market vigilance (pmv) instrument (pmv#0153) for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the nurse assembled and tested the device, but it did not move at all. There was a problem loading the device. The stapler was not able to fire. The surgeon was not able to press the green button, nor squeeze the handle. There was no patient involved in this event.